Manufacturer narrative:
(B)(4).

Event description:
The manufacturers' representative reported that the patient had a revision procedure and the extension and implantable neurostimulator were removed. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. Follow up was conducted to obtain the cause of the device replacement. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that patient was doing a follow up in the spring after her hospitalization which was confirmed to be implant surgery.